Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-chargers: upn: m365sc53120. Model: sc-5312. Serial: (B)(4). Batch: 20180590.

Event description:
It was reported that the patient was experiencing difficulty in achieving a full charge of the ipg. After patient consultation with the physician the patient underwent an explant procedure where the ipg was removed . It was suspected there was an issue with ipg or the charger. The patient was doing fine post operatively.

Manufacturer narrative:
The returned ipg passed all tests performed and exhibited normal device characteristics. The database analysis indicated that the device had been charged fully except for one incident prior to the explant with frequent charge interrupts and a low charge current, likely caused by device migration, depth, orientation or charging technique issues. The battery depletion rate was within expected range. Therefore, no problem has been detected with this ipg.

Event description:
It was reported that the patient was experiencing difficulty in achieving a full charge of the ipg. After patient consultation with the physician the patient underwent an explant procedure where the ipg was removed . It was suspected there was an issue with ipg or the charger. The patient was doing fine post operatively.